Event description:
It was reported that on jul 18, 2025, the patient underwent an unknown surgery with guidewire. While inserting the guidewire for joint fixation of the mpt plate, the tip 5 mm of the guidewire broke. When the surgeon opened the cortical bone in front in osc mode and hit the opposite side, the image was checked and the tip of the guidewire was found to be broken. The surgeon did not insert the guidewire under any particular tension. Per surgeon the guidewire was not strong enough because of the threaded portion. Because the broken part was inside the bone, the surgeon decided it would be difficult to remove, so he left it in place. A k-wire owned by the hospital was used instead. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part # 292.622s, sterile lot # 353l403, release to warehouse date: 15. Nov 2024, expiration date: 01. Nov 2034, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device history review: part: 292.622-15, lot: 33498p8, manufacturing site: balsthal, release to warehouse: 25-oct-2024. A DHR evaluation was performed for the finished device article # 292.622-15 lot # 33498p8, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.